Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause of the reported issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:20:31. During night drain cycle nine, the patient's ultrafiltration reading was 2107ml, indicating the home patient (hp) drained 1707ml more than their maximum programmed fill volume of 2000ml. No additional information is available.